Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated undersensing information. A ventricular tachycardia (vt) non-sustained episode was recorded with an apparent undersensed qrs complex seen on the electrogram (egm).

Event description:
It was reported that during a non-sustained ventricular tachycardia (vt) episode the implantable pulse generator (ipg) was undersensing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.